Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. It was observed that the main pcb assembly performed normally during testing. Further root cause of the reported failure could not be determined.

Event description:
It was reported by the customer that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. The failure was later confirmed by a physio-control field service representative. There were no reports of pt use associated with this event.